Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Pump error hardware low level failure alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly.

Event description:
Customer reported via phone call that insulin pump had broken insulin pump clip. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.